Event description:
Information was received from a patient regarding their implantable neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported that the patient was not able to feel stimulation in their back which is where it was needed. The patient met with their manufacturer representative(rep) the day prior to the call for reprogramming since their programs were not helping. The patient stated that program 1 was for their hip and program 2 was for their back. The patient was able to change the stimulation, but they were unable to change to program 2. The patient was instructed to contact their rep to check settings. The outcome remained unknown at the time of the call, but additional information had been requested to obtain this information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.